Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced nighttime low blood glucose after a recent factory reset of the ilet, with a nadir of 60 mg/dl and improvement to 77 mg/dl by the end of the call; the episode lasted about 15 minutes, the user ingested oral carbohydrates, and the device provided low and urgent low alerts. Symptoms included hypoglycemia without loss of consciousness or other acute effects. Outcomes included self-management at home without medical intervention, with assistance from a household member offered out of kindness. Investigation included troubleshooting and education regarding continued use as trained while the system adapts post-reset. Investigation of this case revealed that the cause of hypoglycemia remained unclear and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.